Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A technical support specialist (tss) contacted the user to verify the station serial number. The tss performed a quick check and found that the station was powered on. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es does not power up and the customer had performed a hard reboot, but still the issue persists. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.